Manufacturer narrative:
It was reported that the product was not "producing any mist when medication is added for treatment" and were "not able to use during that period of time." There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the product was not "producing any mist when medication is added for treatment" and were "not able to use during that period of time."